Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 220,320 joules. Also, it was reported that the fiber cap was retrieved. No patient injury was reported.